Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a followup MDR will be submitted. H3 other text : product location unknown.

Event description:
It was reported that the device was fractured. No more information is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The reported event was confirmed via product return. Visual examination of the returned product identified signs of repeated use, and that a piece of the impactor pad had fractured off. All fractured pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.